Manufacturer narrative:
A detailed investigation is underway. Results will be forwarded upon completion.

Event description:
It was reported to tyco healthcare on 6/4/07, that there was a product problem with a sentinal seal chest drainage unit. The patient tube got disconnected from the system, thus creating an open connection. Upon inspecting there was already some fluid trapped between the connection and the casing.